Manufacturer narrative:
The hospital reported no patient injury. The patient''s historical waveforms and trend history had been purged from the device by the customer and were no longer available for investigation. We are unable to investigate further due to a lack of information, including device identifying information. A query of the customer''s complaint history showed no additional recurrences of this issue reported as of (B)(6) 2021. This report is complete, and this issue is considered closed. Spacelab will submit a supplemental report will be submitted should additional information become available.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on november 03, 2020, stating that a qube monitor failed to alarm for low spo2. No injury was reported with this event.